Manufacturer narrative:
The available information suggests that the patient device and lead system remains in-service. The event will be reopened if additional information is received and/or products are returned for analysis.

Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (low shock impedance). The local representative was notified of the red alert. Upload information concerning the red alert was reviewed by the clinic nurse from latitude's physician website. Subsequently, the local representative contacted technical services to report that the shock impedance has fluctuated between less than 20 ohms to 32 ohms for the last few months. Technical services discussed that the shock vector was programmed rv coil to can. The high energy shock connections of the subcutaneous array and epicardial large patch were not known at the time of the call. Subsequently, boston scientific crm received information from the local representative that no intervention (reprogramming or invasive) was undertaken at this time. The local representative reported that daily latitude checks will be performed for red alert monitoring purposes.